Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that while attempting to rewind the pump the piston pushed the cap off because it had moved forwards rather than backwards. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: no defect was found. Black box recorded loss of prime warnings following a rewind and after a power on reset. User not priming within 3 minutes after rewind is completed or a power on reset. Performed pump rewind, load, and prime with no loss of prime..pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Ran load step with a cartridge set to 100 units. After load the pump displayed 100 units. Force sensor calibration reading was within specification..opened pump and removed from case. Cartridge cap was not returned with pump test cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.